Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient underwent uneventful lasik in both eyes on (B)(6) 2015. Patient presented at 1 month post op with small isle of epithelial ingrowth in left eye on (B)(6) 2015. Patient was brought to the laser suite and flap was lifted and epi ingrowth removed from left eye. Patient seen (B)(6) 2015 visual acuity sans corrected (vasc) 20/20 right eye, 20/25 left eye. No epi ingrowth seen. Patient to restart post op drops and recheck in 1 week or prn problem or changes in vision.